Event description:
Customer called to report the insulin pump is experiencing scrolling without input and a frozen screen. Blood glucose was 382 mg/dl. Customer stated the high blood glucose might have been cause by her being sick. Customer declined troubleshooting. Customer stated that multiple keys on the keypad are unresponsive. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.